Event description:
Asku

Manufacturer narrative:
Evaluation summary: the reported condition of repeated electrical resets was confirmed. This condition disappeared during further analysis and the root cause could not be determined.